Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pr logic. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device detected ventricular tachycardia (vt) episodes as supra ventricular tachycardia (svt) episodes and did not deliver therapy. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.